Manufacturer narrative:
Device analysis report attached. This report is submitted on may 07, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). The patient also experienced skin flap breakdown, exposing the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2019 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.